Event description:
Shockwave medical received additional information that the patient passed away due to unknown causes. The date of death is unknown, and no additional information has been provided.

Manufacturer narrative:
Shockwave medical received additional information that the patient passed away due to unknown causes. The date of death is unknown, and no additional information has been provided. The cause of the death could not be definitively determined based on the information available.

Event description:
A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a 2.5mm lesion in the anterior interventricular artery (iva). 80 ivl pulses were delivered at 4 atm. After 8 cycles, the catheter broke, and its balloon became blocked in situ, making removal impossible. There was no excessive force used, but a potential balloon rupture or loss of pressure may have occurred, preventing complete deflation. The balloon and part of the internal wires remained in the proximal iva. The patient underwent cardiac surgery for a bypass on the iva, with the catheter balloon left in place. The patient is stable in the cardiac surgery reanimation department. The physician suggested that the event may have been caused by balloon breakage and subsequent anchoring of the balloon to the calcium in situ.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be definitively determined based on the information available. There was no ivl device malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.